Manufacturer narrative:
The process of gathering and analyzing information is ongoing. At this time, the root cause has not been established. Additional information will be provided upon completion of the investigation.

Manufacturer narrative:
The sling was not available for return and inspection; therefore, the root cause cannot be determined at this time. The process of gathering and analyzing information is ongoing. Additional details will be provided upon completion of the investigation.

Event description:
The right upper sling clip snapped when the patient was being transferred to bed using the maxi move lift, after being placed in the sling and secured with four clip attachments. The patient fell to the floor, hitting his right shoulder and head. The patient sustained multiple injuries: emur, clavicle and t4 compression fracture and laceration to his head. The patient was transferred to the medical center.

Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. The customer did not provide the sling for an arjo inspection. Only photographic evidence was provided; the right upper clip was observed to be snapped. Based on the available photographic evidence, it was not possible to confirm whether the clip breakage resulted from a product-related issue or from factors associated with use. A complete evaluation would require examination of the physical clip, including its internal structure, to identify any potential material or manufacturing irregularities, if present. Without access to the sling, such an assessment could not be performed. The sling was manufactured in 2019, making it more than six years old at the time of the event. This information contradicts the customer¿s statement that the sling was ¿brand-new¿ with no visible wear or damage. According to the instructions for use for clip slings (IFU 04.sc.00-5enau, aug 2019), the sling has a shelf life of 5 years and a service life of 2 years. Additionally, the IFU instructs users to ¿check all parts of the sling (¿) if any part is missing or damaged ¿ do not use the sling,¿ and explicitly lists ¿damaged clips¿ as a condition requiring immediate removal from use. In summary, due to the absence of the returned sling, the root cause could not be determined, and the investigation remains inconclusive regarding whether the failure was product-related or occurred due to circumstances during use. The incident is considered a singular occurrence based on the available information. The sling had exceeded both its recommended shelf life and service life at the time of the event. An arjo device was used for a patient transfer when the event occurred and played a role in the event. The arjo device failed to meet its specifications as the right upper sling clip snapped resulting in the patient falling to the floor.